Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy. The breach in aseptic technique occurred when the patient dropped the patient line on the floor, but quickly picked it up and connected to it. Proper procedures were reviewed with the patient. The patient would complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error, where the patient experienced a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.